Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient stated that he observed a technical inspection alert on his infusion device in the afternoon. At the time of the report that evening, troubleshooting was performed. It was determined at that time, that he actually observed an 07 (system alarm) error. He stated that the system alarm was observed for 3 hours while he was at work, as he did not address the issue at that time. Once he arrived at his home, he removed and reinserted the power packs in his infusion device following instructions in product labeling. This cleared the system alarm, and he reported that the infusion device then functioned properly. As a result of the 3 hour interval that he did not receive insulin due to the system alarm, his blood glucose increased to 427 mg/dl, which was the value he observed at the time of the report. He did not report specific symptoms related to his elevated blood glucose, although he stated that he felt like it was "a little high". He reported his normal blood glucose value to be 120 mg/dl. To correct his elevated blood glucose value, he bolused 28 units of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.